Event description:
It was reported that the customer experienced high blood glucose levels due to wrong programming in the pump. Customer was assisted to review the bolus wizard setting and found the carb units were programmed as exchanges. Customer stated that the pump skips and the customer has to guess how much insulin she needs to treat herself. Customer was trying to program carbs for a bolus using the bolus wizard and she sees 0.0. Customer was on antibiotics and experienced diarrhea. Customer had a low blood glucose reaction. Customer's blood glucose level was 34 mg/dl on (B)(6) 2015. Customer was not taken to the emergency room or hospital. The paramedics were contacted and the customer was treated at home. Customer stated that they waited until she was doing better. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.